Event description:
Pt revised to address osteolysis and polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the part and lot number required to review the device history records was not provided. Provided info states the pt was in an auto accident which resulted in blowing out the acl/pcl. This caused abnormal poly wear which created lysis. The lysis caused her bone to turn to mush. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the products and/or any additional info be received to change to outcome of the performed investigation, the complaint will be re-opened.